Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. The customer's reported problem was confirmed. According to the investigation, the pump was found to be displaying "no disposable clamp tubing" alarm message when a stop/start button was pressed. The investigation reported that the pump faulty upstream occlusion sensor caused the reported problem. The pump faulty upstream occlusion sensor will be replaced. The problem source of the reported problem is unknown.

Event description:
Information received a smiths medical cadd legacy 6400 pump no disposable and clamp tubing alarm. No adverse patient involvement.